Event description:
It was reported the programmer has issues with the analyzer. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer booted into the analyzer software with no problems. Analysis found liquid ingress and corrosion in the programmer. Programmer lower hinges were rusted and there were signs of corrosion. Keyboard slide cover rails were damaged and had corrosion. Keyboard latch was broken. Concomitant product: product ID: 229047 analyzer. (B)(4).